Event description:
Complainant alleged that while treating a (B) (6) female pt, the device successfully delivered one shock. Upon a second attempt to deliver therapy, the medic saw the pt's chest "rise and fall;" however, the device displayed a "poor pad contact" message and had no indication that energy was delivered. Complainant indicated that the clinician switched from defib pads to ECG monitoring electrodes to continue monitoring the pt's ECG rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.